Event description:
One year later, this device was retirmed for analysis.

Manufacturer narrative:
According to available information, this product was not returned for analysis, therefore, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become avialable, this event will be updated.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific crm received information that during a follow up visit, this device displayed less than six months longevity remaining and a magnet rate of 90. Further interrogation was performed; the device displayed two years longevity remaining. It was thought this battery had depleted more rapidly than expected as interrogation one year earlier revealed three and one-half years longevity remaining with a magnet rate of 100. An internal technical service consultant was contacted. No adverse patient effects were reported. According to available information, this device remains implanted and in service. Engineering reviewed the memory download and determined there were two years longevity remaining and normal follow up visits were recommended. Additional information was received: a replacement procedure was performed. This device was removed and replaced.